Manufacturer narrative:
(B)(4). A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not complete its initial boot-up cycle. Instead the device was lock-up on its initialization screen. In this state, defibrillation therapy would not be available, if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not complete its initial boot-up cycle. Instead the device was lock-up on its initialization screen. In this state, defibrillation therapy would not be available, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent further evaluated the customer¿s device and isolated the cause of the reported issue to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The customer received a loaner unit until a permanent solution is identified.